Event description:
Re revision surgery (B)(6) 2012 for pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.